Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector and interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 had no image at boot up. No pt injury was reported.